Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced a slight droop in their lower right lip and the corner of their top right lip. There was no numbness experienced, and the patient still had sensation. Per the opinion of the physician, the root cause of the event was procedure related. As of (B)(6) 2025, no additional intervention was planned. The patient was seen for a follow up on (B)(6) 2025 and presented without any droop in their lip. The event has resolved and there were no further complaints.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. The patient experienced a slight droop in their lower right lip and the corner of their top right lip. There was no numbness experienced and the patient still had sensation. Per the opinion of the physician, the root cause of the event was procedure related. As of (B)(6) 2025, no additional intervention was planned.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was related to the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID # (B)(4).